Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08 june 2021. [Additional information]: the healthcare professional reported that very high friction was encountered when the 160cm prowler select plus microcatheter (mc21160c2 / 30409128) was used to deliver a 4mm x 20mm preset lite thrombectomy device (phenox) during a thrombectomy procedure that was targeting an occlusion at the m1 segment of the right middle cerebral artery (mca) with mild vessel tortuosity. The preset stent retriever broke / kinked and the prowler select plus microcatheter also became kinked. A rebar¿ 18 microcatheter (medtronic) and a new 4mm x 20mm preset lite thrombectomy device were used and the procedure was successfully completed. There was no report of any patient adverse event or complication. Additional event information was received on 08 june 2021. The information indicated that continuous flush had been maintained through the microcatheter. The reported high friction was encountered during the first pass of the preset stent retriever through the 160cm prowler select plus microcatheter. The skilled physician tried to pass the prowler select plus microcatheter with no success. He attempted to pull back and re-advance the stent retriever but stopped the usage of both the microcatheter and the stent retriever after he could not reach the distal part of the microcatheter with the stent retriever. The microcatheter and the stent retriever had to be exchanged, which resulted in a delay but it was not clinically significant. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The initial reporter phone and email address are not available / reported. [Conclusion]: the healthcare professional reported that very high friction was encountered when the 160cm prowler select plus microcatheter (mc21160c2 / 30409128) was used to deliver a 4mm x 20mm preset lite thrombectomy device (phenox) during a thrombectomy procedure that was targeting an occlusion at the m1 segment of the right middle cerebral artery (mca) with mild vessel tortuosity. The preset stent retriever broke / kinked and the prowler select plus microcatheter also became kinked. A rebar¿ 18 microcatheter (medtronic) and a new 4mm x 20mm preset lite thrombectomy device were used and the procedure was successfully completed. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30409128) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample. It is possible that circumstances of the procedure and / or device manipulation / device interaction may have may have contributed to the reported high friction encountered when the devices were in use that resulted in the prowler select plus microcatheter becoming kinked and the preset lite thrombectomy device becoming broken / kinked. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that very high friction was encountered when the 160cm prowler select plus microcatheter (mc21160c2 / 30409128) was used to deliver a 4mm x 20mm preset lite thrombectomy device (phenox) during a thrombectomy procedure that was targeting an occlusion at the m1 segment of the right middle cerebral artery (mca) with mild vessel tortuosity. The preset stent retriever broke / kinked and the prowler select plus microcatheter also became kinked. A rebar¿ 18 microcatheter (medtronic) and a new 4mm x 20mm preset lite thrombectomy device were used and the procedure was successfully completed. There was no report of any patient adverse event or complication.